Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve with radiopaque markers with a large flexnav delivery system was chosen for the implant, during which the patient remained hemodynamically stable. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The final implant depth of the valve between the intraventricular end of the valve to the left coronary cusp (lcc) was 3mm, and 8mm to the non-coronary cusp (ncc). The inflow edge of the constrained valve was within the capsule positioned at the base of the aortic annulus, while the pigtail position was confirmed to be at the bottom of the ncc. The patient had a normal sinus rhythm. Post-discharge, the patient experienced syncope and passed out at home. On 24 november 2025, a permanent pacemaker was implanted in the patient, and the patient was reported to be stable.

Manufacturer narrative:
It was reported that the patient experienced syncope six days after navitor procedure. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. The surgical intervention is a result of a permanent pacemaker implant. The patient was reported to be stable. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve with radiopaque markers with a large flexnav delivery system was chosen for the implant, during which the patient remained hemodynamically stable. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The final implant depth of the valve between the intraventricular end of the valve to the left coronary cusp (lcc) was 3mm, and 8mm to the non-coronary cusp (ncc). The inflow edge of the constrained valve was within the capsule positioned at the base of the aortic annulus, while the pigtail position was confirmed to be at the bottom of the ncc. The patient had a normal sinus rhythm. Six days after the procedure, the patient experienced syncope and passed out at home. On (B)(6) 2025, a permanent pacemaker was implanted in the patient, and the patient was reported to be stable.